Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 14, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with a lens that was stuck in the cartridge as well as overridden by the plunger rod. The cartridge as cracked and the plunger rod was bent and sticking out of the cartridge crack. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. The lens was removed and cleaned, presenting with lens damage and cosmetic issues. The complaint issue, difficult to use, could not be confirmed. The complaint issues, lens damage and cartridge crack, could be confirmed; however, it may be attributed to an excessive amount of force and an inadequate amount of viscoelastic residue inside of the cartridge, suggested by the trace amounts of viscoelastic residue as well as the plunger rod damage, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, complaint was not confirmed based on the investigation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was crinkled. The technician and the surgeon could not get the lens to push through the syringe and when it finally came out, it popped out of the side, causing the lens to be bent or damaged. The lens was not usable. There was no patient contact with the lens/ device. Another lens of same model and diopter was used as the replacement iol. No further information was provided.